Event description:
It was reported that the patient's right knee was revised due to instability. Surgeon reported that the baseplate had been implanted with too much posterior slope, which resulted in poly wear. A cr/ cs knee was converted to a ts knee. Rep confirmed that no further information will be released by the hospital or surgeon.